Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-02729. It was reported that guidewire fracture,vessel perforation and cardiac tamponade occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified mid right coronary artery (rca). During procedure, a 325cm rota wire and a 1.25mm rotalink plus were used for the procedure. The burr was advanced to the mid rca. It was noted that the calcification at the proximal part of the distal rca. Ablations were performed with 18,000 rpm three times. The rotations were down 5,000 rpm at each ablation. However on the third ablation, it was then noted that the rota wire got separated and the burr came out from the patient's blood vessel causing a blood vessel perforation. Cardiac tamponade occurred due to blood vessel perforation. The physician attempted to perform hemostasis with a balloon but the balloon did not advance. The physician attempted to perform dilatation with a 3.0 mm semi compliant balloon to perform hemostasis but it also failed. Surgical procedure was then performed. The remained rota wire was removed. The procedure was not completed due to this event. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the device has wire broken (the spring tip was returned) 321cm from the proximal section. Also it has the body kinked in the middle of the device, the spring tip is kinked and stretched. Dimensional inspection of overall length and outer diameter (od) of the distal tip could not be measured due to the device condition. All other outer diameter measurements are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-02729. It was reported that guidewire fracture,vessel perforation and cardiac tamponade occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified mid right coronary artery (rca). During procedure, a 325cm rota wire¿ and a 1.25mm rotalink¿ plus were used for the procedure. The burr was advanced to the mid rca. It was noted that the calcification at the proximal part of the distal rca. Ablations were performed with 18,000 rpm three times. The rotations were down 5,000 rpm at each ablation. However on the third ablation, it was then noted that the rota wire got separated and the burr came out from the patient¿s blood vessel causing a blood vessel perforation. Cardiac tamponade occurred due to blood vessel perforation. The physician attempted to perform hemostasis with a balloon but the balloon did not advance. The physician attempted to perform dilatation with a 3.0 mm semi compliant balloon to perform hemostasis but it also failed. Surgical procedure was then performed. The remained rota wire was removed. The procedure was not completed due to this event. No further patient complications were reported.